Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 or 2. Reference MFR report: 1627487-2014-25101. It was reported the pt is experiencing uncomfortable overstimulation in unintended areas. It was also reported the pt is experiencing overstimulation at the ipg site. An sjm representative met with the pt and believes the lead has migrated. Diagnostics revealed no anomalies. Reprogramming was unsuccessful. The pt was advised to turn off her system and meet with her physician.